Manufacturer narrative:
The patient was born on an unreported date in 1952. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿the patient had poor environment/source of water¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, and frequencies were not reported). Fifteen days after onset, the patient was recovered and the antibiotic treatment was discontinued. At the time of this report, dianeal therapies were ongoing. No additional information is available.